Event description:
It was reported that a user experienced intermittent dexcom g7 continuous glucose monitor (cgm) glucose values on the ilet display, where readings would appear briefly and then disappear, consistent with sensor-to-pump communication loss; customer support instructed the user to toggle the sensor setting and re-enter the pairing code, after which readings resumed. No adverse clinical effects were reported. Outcomes included no alerts or alarms and no need for medical care. User support included device-use troubleshooting and user education. Investigation of this case revealed an intermittent signal communication issue between the cgm and pump, which resolved after reconfiguration and re-pairing, indicating a probable pairing or connectivity disruption rather than a hardware failure. It was concluded, based on previously established findings for similar reports, that the cause was user interface or connectivity error.